Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade I.

Event description:
Healthcare professional reported "no complaint against the device¿. Later, healthcare professional reported "possible right deflation and capsular contracture baker grade I". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.1., d.2a., d.2b., d.4.

Event description:
Healthcare professional reported "no complaint against the device¿. Later, healthcare professional reported "possible right deflation and capsular contracture baker grade I". Healthcare professional later confirmed "the old implant was intact" during explant surgery. This record is for the right side. Device was explanted and replaced.